Event description:
Both the box label and the inner thermoform labels stated catalog# 350-1660 and lot# 226496. This information also corresponded with the device itself. However, the patient labels that come with the device stated catalog# 350-1695 and lot# 226596. The device was implanted with no problems.